Event description:
During the attempted removal of the line, it appears to have broken leaving the catheter in the pt. Pt taken to specials lab for removal of line. External hub will be sent to MFR for eval.